Event description:
It was reported the patient never had therapeutic effect. It was stated that since implant the patient had not had symptom relief. It was noted the patient¿s manufacturer representative programmed their device at the hospital but they ¿must had turned it down¿ without knowing it. Reportedly, the patient called their doctor and they helped the patient over the phone but it was still not helping. It was noted the patient had urgency and could not make it t the bathroom, ¿6 steps and it¿s coming out.¿ the patient stated they had been trying to use their programmer for a week but had been fighting with it. The patient verified their stimulation was on and it was set on program 1 at 1.8 volts. It was stated the patient felt stimulation slightly and they adjusted their stimulation up to 2.2 volts. The patient reported a shocking or jolting sensation. It was stated shortly after implant the patient ¿pushed it too high¿ and shocked themself. The patient noted it was ¿quite a shock.¿

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va0886t, implanted: (B)(6) 2013, product type lead. (B)(4).